Event description:
It was reported that the collet would not release the wire during a procedure. The procedure was successfully completed with no delay and no allegation of adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the wire.